Event description:
I had a perforated ulcer and a hole in my small intestine with emergency surgery on (B)(6) 2011. I developed a hernia in (B)(6) 2012. I then had ventral hernia repair, three hernias on (B)(6) 2012. I received my operative report today and it states that a 15cm x 20cm sheet of porcine mesh was implanted, the brand was not specified in the report. Since the surgery, I have had constant pain at the incision sites there were 10 incisions for my hernia repair, across my entire abdomen that radiates down to my legs, constipation/diarrhea, extreme fatigue, twisting feeling in abdomen, swelling and cold feelings in my legs, my head "falling asleep" feeling, and weight gain. I have told my surgeon on several occasions of the pain and difficulty I've had. I was given no pain medication or pain management for this. I have a CT done in (B)(6) 2012 and was told nothing was wrong. I now have four new hernia spots on the outside of the mesh. I had a CT done last week that showed my stomach size was larger than normal and the "bulges" were worse than the week prior when I was at the doctor's office. I had an egd done yesterday, and was told that there were no ulcers and no perforations. They took two biopsies from my stomach and one biopsy from my bowel. I will be waiting 5-6 days for the results of those biopsies. I have lost wages, loss of quality of life, and extreme pain. Please, please help.